Event description:
It was reported that a spectrum pump alarmed bag near empty. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition 'bag near empty'' was not verified. Should additional relevant information become available, a supplemental report will be submitted.